Manufacturer narrative:
E.1. Address exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device septum not rebounding and leaked. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024, the nurse was preparing to administer a medication infusion to a patient and after pushing the medication through the needleless infusion connector, the diaphragm was damaged and could not rebound, and the medication overflowed from the infusion connection, resulting in spillage of the medication and depletion of the medication.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4010650. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.